Manufacturer narrative:
One opened and unused device was returned for evaluation. As received, no damage or anomalies were observed. Functional testing was performed and the cuff of the set was observed not to inflate, and all the fluid was retained in the pilot balloon. The set was gently massaged per IFU and the cuff was observed to inflate. The complaint of product not inflating can be confirmed. However, after massaging the cuff the issue was resolved. The IFU states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received that the product fault occurrence was when they took it out from the box. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bivona tracheostomy cuff did not inflate. There was unknown patient harm or adverse events being reported as a result of the event.

Manufacturer narrative:
One sample was received for evaluation. The cuff of the set was observed not to inflate; all the fluid was retained in the pilot balloon. The set was gently massaged per IFU and the cuff was observed to inflate. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.